Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be fully operational with no issues. The system passed a system checkout. Archive analysis was performed on the system. It was noted that the trace pattern only covers one side of the face, and contains multiple yellow and red points. The site has been notified to follow the recommended tracing patterns.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the surgeon was having difficulty registering the patient. He was unable to gather points on the right side of the head. Although registration could pass, accuracy was not good. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.